Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap roux-en-y, there was mouth formed staple and the staple didn't close completely. There was no patient injury.